Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient has lost stimulation. An impedance check revealed high impedance on several contacts. Reprogramming was unable to provide needed therapy. As a result, the patient plans to undergo surgical intervention.